Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was 450mg/dl at the time of the incident. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer also stated that the battery cap, compartment, and springs were not damaged. The customer was instructed to insert a new battery, but the display did not return. The customer was then instructed to remove the battery for ten minutes, clean the battery cap, and make sure that the battery was inserted correctly, but the display still did not return. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high blood glucose was not performed due to the inoperative insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to faulty lcd driver. Unable to perform the operating currents measurement, self -test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify wavy display lines anomaly due to blank display anomaly. The insulin pump had a cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.